Event description:
Perclose percutaneous arterial puncture site closure device applied after angiogram resulted in arterial injury and development of infected pseudoaneurysm necessitating urgent vascular reconstruction. Subsequently, the pt developed complications including near exsanguinating hemorrhage, ICU admission and prolonged inpatient hospitalization. Pt is currently disabled due to wound complications.